Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. This report will be updated if the investigation requires.

Event description:
Upon opening the package, it was noticed that the vial of monomer was broken. The person who opened the package was not harmed in any way. The customer has additional product available for use.